Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device may have been tampered with, customer requesting log review. There was no harm to patient.

Event description:
It was reported that the device may have been tampered with, customer requesting log review. There was no harm to patient.

Manufacturer narrative:
The report that the source device may have been tampered with could not be confirmed. Review of the pcu event log identified a pca only infusion of unknown medication (drugid:420) on (B)(6) 2019 at 1:14a m at a rate of 150 ml/h and vtbi of 1 ml. The original volume detected of the inserted bd_50 syringe was 47.2072 ml. The pca patient history was cleared by the user at 7:15 am. The device was channeled off at 12:15 pm. At 1:56 pm, the user selected the device and entered 0019 for the pca clin code, accepted all previous parameters, and started the infusion. At 4:51 pm, the user selected the device and programmed the same unknown medication (drugid:420) with syringe mono_50 with the volume detected 48.4254 ml with the primary volume infused 42.0 ml. The pca patient history was viewed by the user at 6:48 pm. On (B)(6) 2019, the pca patient history was viewed by the user at 4:53:46 am, and was cleared two times by the user, at 6:25 am and 6:40 pm. The volume infused was cleared by use the user with pvi at 29.0 ml. On (B)(6) 2019, the device was channeled off by the user at 9:31:45 pm and the system shut down completely at 9:31 pm. The root cause of the device possibly being tampered could not be determined. No device was returned for investigation. H3 other text : no devices received, log review only.